Event description:
Home patient's (hp) spouse contacted baxter's technical service center (tsc) for assistance during the initial drain of hp's automated peritoneal dialysis (apd) treatment using a homechoice machine. Reportedly, hp's spouse connected hp's transfer set to the patient line of the homechoice set and attempted to initiate the initial drain cycle when the spouse found that hp could not drain. Hp's spouse contacted tsc who went over possible sources of the issue and it was discovered that hp's spouse left the patient line clamp of the homechoice set closed. This notation made it clear that the homechoice set was also unable to prime because of the closed clamp. Tsc assisted hp's spouse in ending treatment early and setting up with new supplies to complete hp's apd therapy. While hp's spouse was disconnecting hp's transfer set from the patient line of the homechoice set, the spouse inadvertently left the twist clamp of the transfer set open and hp leaked effluent from the transfer set. Tsc advised hp to close the twist clamp of the transfer set, to "cap off", and to contact rn. Per rn, no patient injury or medical intervention was associated with this incident.